Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they were unable to get the bolus wizard screen on their insulin pump. Customer had high blood glucose levels ranging over 400 mg/dl. Customer advised they had excessive urination and diarrhea as a result of their high blood glucose. Troubleshooting for high blood glucose levels was performed. Customer advised they may have some air bubbles in their reservoir and that they have run out of insulin since they are new to the insulin pump. Troubleshooting could not be completed as the connection was lost with the customer.